Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. On (B)(6) 2021 the customer alleged power loss alarm and charge/battery lasts less than expected. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked case above arrow and battery icon identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range. In further full review in the pump history found power loss alarm on the event date of (B)(4) 2021; also, found: power error alarm on (B)(6). Replace battery alarm (B)(6). Insert battery alarm (B)(6). Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected power loss, power error, replace battery, and insert battery alarms during testing. In summary, pump passed required testing. Customer alleged for power loss alarm was not confirmed. Customer alleged for charge/battery lasts less than expected was not confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they did received low battery alert prior to replace battery alarm. Customer stated timing was less than 8 hours from the low battery alert to the replace battery alert. Customer stated it was second occurrence of replaced battery alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The customer will discontinue use of the device.